Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was torn, and okay button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed that the keypad cover was torn at the ok keypad button. The ok key contact was missing and the button¿s responsiveness could not be tested; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.